Event description:
It was reported that an ilet user experienced fluctuating blood glucose with postprandial hypoglycemia despite announcing meals at the start of eating, and delayed postprandial hyperglycemia consistent with suspected slow digestion. Symptoms included feeling sick and tired associated with a documented low of 41 mg/dl and alerts for low and urgent low. Outcomes included prolonged hyperglycemia above 180 mg/dl for approximately six hours with device alerts above 300 mg/dl for over 90 minutes, and hypoglycemia lasting about 1.5 hours; the user self-treated lows with oral carbohydrates, used no backup therapy, and did not require medical intervention or assistance. Troubleshooting and education were provided, including guidance to continue meal announcements; the user expressed interest in a factory reset after the holiday. Investigation included complaint intake and clinical review, and the event was categorized as both hyperglycemia and hypoglycemia with cause unclear. Investigation of this case revealed no device malfunction reported and no component issue identified, with user-reported slow digestion as a possible contributor to delayed hyperglycemia and timing of meal bolus potentially contributing to early hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.